Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the helix on the right atria leadless pacemaker (alp) was extended from the original position after it was tested with a tug test and subsequent dislocated from the spot. The alp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported events of positioning failure was not confirmed. Reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.